Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose level rose to 15.3mmol/l (275mg/dl) while wearing the pod between 37 and 48 hours. The patient reported being unsure whether the cannula was properly seated in the infusion site and noted a needle mechanism failure, which led to elevated blood glucose levels that they were unable to reduce. The patient also stated that the needle appeared slightly bent. As treatment, a new pod was placed.

Manufacturer narrative:
B5 was updated. Cloud data became available (h11). Cloud - locked down/smartphone: lockdown cloud - omnipod 5 software app version: 3.1.6 cloud - operating system: n5004l-am-q-mv01602-06-01.06 cloud - hardware: n5004l cloud - cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 15.3 mmol/l (275 mg/dl) while wearing the pod between 37 and 48 hours. The patient reported being unsure whether the cannula was properly seated in the infusion site, which led to elevated blood glucose levels that they were unable to reduce. The patient also stated that the cannula was bent. As treatment, a new pod was placed.